Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image on screen. Customer stated that the metal piece from battery cap came off. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The product will be returned for analysis.

Manufacturer narrative:
Customer returned the device for an alleged critical device error (open book image) alarm and the metal contact of the battery cap is broken off found on (B)(6)2022. The device was received without a battery cap and powered up properly after battery installation. No critical device error (open book image) alarm noted. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. A review of the history file reveals on (B)(6)2022 at 09:39 there was a hardware low level failure (file number = 2005, line number = 9926, variableinfo = 15) alarm followed by a device error 4 (file number 32122 line number 2727) alarm that occurred. The device was cut open to perform a visual inspection. Moisture damage was found on the motor, force sensor, and pcba 1. The force sensor zero offset is within specification (23.0 millivolt). The hardware low level failure alarm was caused by a rf chip error and the device error 4 alarm is the consequence of hardware low level failure alarm due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, stained keypad overlay, and pillowing keypad overlay. Unable to verify battery cap damage due to the device was received without a battery cap. Critical device error (open book image is not confirmed. Hardware low level failure and software error alarms are confirmed. Battery cap damage (contact broken off) is unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.